Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed a visual inspection. Found a large crack alongside the reservoir.

Event description:
The customer called in to report that upon removal of his reservoir from the pump during troubleshooting he found moisture in the reservoir compartment. The customer's blood glucose level is unknown. We advised the customer to allow the reservoir compartment to dry out or use a cotton swab to get some of the moisture out. We also advised the customer to check to see if insulin was leaking from the reservoir and the customer found no leak. We advised the customer to send the reservoir back for analysis anyway. No further information was reported.